Manufacturer narrative:
(B)(4). Additional review determined that conclusion code no longer applies to this event. Additional review determined that another conclusion code does apply to this event.

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported the patient died on (B)(6) 2015. The discharge diagnosis was intracerebral hemorrhage in hemisphere subcortical.

Manufacturer narrative:
Additional review determined that c28554 no longer applies to this event.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient died and the event was related to the procedure, but belonged to a different patient. Clarification received the event did not result in the death of the patient. It was further stated the event resulted in a "resolved intracerebral hematoma. The subclavian surgical wound infection continued without resolute. The consumer with diagnosis of post-operative surgery parkinson hypertensive hemorrhagic stroke, postoperative drainage (november 7, 2015), surgical site infection in chest management oxacillin. On (B)(6) 2015, diagnostics patient scored scammers in management address to antibiotics, waiting for change of rechargeable battery, now with cardiorespiratory arrest without witness cardiopulmonary will resuscitation starts electrical activity is evidence pulseless. Se home adrenaline 1 mgevery 3 minutes. Ventilation tracheostomy after 15 minutes without response, death is decla, but this event is not in connection with the investigation."

Manufacturer narrative:
.

Event description:
Additional information received noted that the outcome event changed to: resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event of patient death was related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0g98e, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2015 the patient experienced impairment of consciousness. There was a cerebral intracerebral hematoma. Diagnostic imaging was done which was abnormal, showed the intracerebral hematoma. There had been a surgical intervention to drain an intracerebral hematoma on (B)(6) 2015. There was in-patient or prolongation of existing hospitalization. This had resulted in a serious deterioration in the health of the patient. The event was related to the procedure and was still ongoing. Patient's medical history included parkinson's disease, dyslipidemia, hyperlipidemia, statin oral medications, diabetes, oral medications, stroke and thyroid disorder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer was implanted initially on (B)(6) 2015 the consumer had a postoperative surgery parkinson hypertensive hemorrhagic stroke and intracerebral hematoma which were not related to the device and/or implant procedure since the hematoma was in a different area than the location of implant. The intracerebral hematoma resolved without sequela on (B)(6) 2015, but the consumer was still recuperating from the stroke. On (B)(6) 2015 the consumer also developed a surgical wound infection in the subclavian/surgical site infection in the chest with purulent drainage in the chest pocket, which was related to the device and/or implant procedure, which continued without resolute. Laboratory testing was performed which was abnormal showing gram: gram-positive cocci. As a result the consumer underwent prolonged inpatient hospitalization and was administered oxacillin on (B)(6) 2015. A culture was performed on (B)(6) which indicated (B)(6). It was reported that the infection resulted in a serious deterioration in the health of the consumer and a life threatening illness or injury. It was noted the infection was related to the procedure and surgical intervention was going to take place to replace the battery due to the infection, but couldn¿t be carried out due to the consumer going into unwitnessed cardiac arrest on (B)(6) 2015. The cardiac arrest was noted by an EKG. After the arrest CPR was started, adrenaline was given, the consumer was ventilated, but after 15 minutes without response, death was declared. The cause of death was cardiac arrest and was due to an underlying cause, but was not related to the hematoma, infection, stroke, or pre-implant history. It was noted no autopsy was performed and no coroner¿s report was available. According to the site the event was not device or procedure related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the implant procedure; surgery/anesthesia were noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the "event date" associated with the surgical wound infection was (B)(6) 2015. Previous communications had stated that (B)(6) 2015 was the date of the surgical wound infection, and that (B)(6) 2015 was the date that oxacillin was administered. It was further noted the health care professional (hcp) from the clinical study was unaware of the disposition of the device because she was not present when the patient passed away. She did not think an autopsy was performed, and indicated the device might not have been removed from the patient. Additionally, the site coordinator for the clinical study reported that an institutional committee informed her that the device was not removed before the deceased patient was transported from the hospital to the funeral/cemetery.